Event description:
An impella cp device was inserted into the left femoral artery in a 60-year-old male patient presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). The impella functioned at p-4 at 2.3l/min without issues. Eight days after impella insertion, the device was removed. During explant, the physician noted an intimal tear in the sinotubular junction. It is unknown if the tear required treatment. The post-procedure outcome is survived at explant. Vascular injury is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D1. Brand name updated. H6 investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. Aortic dissection/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
B5: additional event information was received.

Event description:
Additional information was received from the complainant reporting they do not know when the tear occurred.